Event description:
Comments included in email received from complaints: I purchased a 48 count, 100ml case of normal saline & just found out it has a recall on it. What do I need to do to rectify this? I have used 18 bottles for bladder irrigation and am currently on antibiotics because of infection that I now believe could be due to the use of this product. I obviously have stopped using immediately.

Manufacturer narrative:
An email was sent to product remove info email by (B)(6) 2024. The email was forwarded to the complaints department on (B)(6) 2024, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 5/29/24 and 6/19/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.